Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx20mmx80cm sterling¿ balloon catheter was selected and advanced to dilate the target lesion. During the first inflation, it was noted that the balloon ruptured at 6 atmospheres. There was no kink prior to use and no resistance noted during the procedure. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Functional testing was performed by attaching an inflation device filled with water to the device. Microscopic examination presented no irregularities or damage in the balloon material. The device was inflated to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no irregularities or damage to the bonds of the device. Inspection of the remainder of the device revealed no damage or irregularities. No issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx20mmx80cm sterling¿ balloon catheter was selected and advanced to dilate the target lesion. During the first inflation, it was noted that the balloon ruptured at 6 atmospheres. There was no kink prior to use and no resistance noted during the procedure. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).